Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening extended, black particles on the gel, brown particles on the shell, underweight and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: one opening sharp on the posterior, one opening striated on the radius, broken striated on the anterior and wear abrasion. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening on the posterior assessed as unidentified (tear) opening. One striated opening due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive. Striated broken due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.